Manufacturer narrative:
Approximate age of device ¿ 4 years and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was assessed on (B)(6) 2016 for dyspnea. Lab work at that time revealed a lactate dehydrogenase (ldh) of 1913 u/l. The elevated ldh persisted for several days. The patient was admitted to the hospital on (B)(6) 2016 with an ldh of 2352 u/l and was started on heparin and intravenous fluid. It was reported that a ramp echocardiogram was benign, and revealed a dilated left ventricle at higher lvad speeds of 9800 rpm and a closed aortic valve. On (B)(6) 2016, the patient¿s ldh decreased to 1308 u/l. On (B)(6) 2016, it was reported that the patient¿s ldh was down to 652 u/l with heparin treatment and that the inr was trending up on coumadin. The patient was to be discharged when the inr was therapeutic. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the elevated ldh could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.